Event description:
It was reported that the customer experienced an low blood glucose (bg) level of 80 mg/dl. Cause was not known. Customer administered glucagon gel to address bg, however customer experienced a seizure and was then taken to the emergency room (ER) where they were treated intravenously with fluids and medication. Customer was released the same day from the ER with possible permanent damage. Additionally, it was reported that the seizure caused the customer to fall on pump and as a result pump touch screen was cracked, unresponsive, and unreadable. A replacement pump was sent to resolve the issue.